Event description:
A patient with diabetes contacted support reporting ¿line blocked¿ alarms beginning the previous afternoon. The patient initially managed the issue using existing supplies; however, the alarm continued to recur. After the third occurrence, the patient changed only the infusion site while continuing to use the same cassette and infusion set, which resolved the issue. The event occurred while the device was in use by the patient. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.